Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The trunk cable connector pin 6 was reading open. This open pin caused the communication issue. The root cause for the open pin was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.